Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 MDR's filed for the same event (1825034-2015-03196, 03878 & 03879).

Event description:
It was reported that patient underwent a left hemi arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to periprosthetic fracture after a patient fall. During the procedure, the modular head, acetabular cup and femoral stem were removed and replaced and a cable system was utilized for the femoral fracture. It was further reported that another revision procedure was performed on (B)(6) 2015 due to dislocation; competitor product was used to complete the procedure.